Event description:
The customer returned the device stating, ¿there was latch issue, wanted to have a cassette attached when no longer needed, please reattach cassette message¿; during device evaluation it was found the downstream occlusion seal was damaged. The event occurred during testing.

Manufacturer narrative:
Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿there was latch issue, wanted to have a cassette attached when no longer needed, please reattach cassette message¿ was confirmed. The probable cause was ¿cassette¿. Further investigation found the downstream occlusion seal was damaged and therefore replaced. The device passed all functional and delivery tests after the repair. The device event log/alarm history was reviewed and there are no errors related to the customer complaint. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.